Event description:
It was reported that a user experienced hyperglycemia with an ilet blood glucose reading of 283 mg/dl after a recent meal announcement and same-day supply change, with no observed leaks, kinks, or tubing issues; drop delivery was confirmed after disconnecting from the anchor and testing the tubing, then reconnecting. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and continued home monitoring per guidance to observe for trend downward. Investigation included remote troubleshooting and user education to verify infusion pathway integrity and delivery function. Investigation of this case revealed no device malfunction was identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.